Event description:
The report from clinical study (B)(4) pms enterprise for patient with ID# (B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812/01422610) of the right parasellar artery, and during the procedure, after deploying the enterprise vrd (enc452812/01422610), the physician wanted to withdraw the prowler microcatheter (606-s255x/lot unknown), but while manipulating the microcatheter, the vrd accidentally also moved over a little and migrated distally with proximal markers of the vrd now within the aneurysm. A jailed technique was used for this case at first, but during coiling procedure, it was changed to transcell (details unknown). All labeling instructions were followed for implanting the enterprise stent, and the enterprise delivery system did not catch on the stent. No additional procedures or treatment are scheduled due to the event. No further information was available. No action was taken. The outcome of the event as of three days later was "ongoing and unchanged." According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable.

Manufacturer narrative:
Per lake region report (B)(4) - lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from (B)(6) for patient with ID# (B)(6) indicated that during an enterprise vrd (B)(4) assisted coil embolization of a right parasellar artery aneurysm when withdrawing the prowler microcatheter ((B)(4)/lot unknown) the vrd also moved and migrated distally while manipulating the microcatheter. The proximal markers of the vrd were then within the aneurysm. Initially a jailed technique was used for this case at first, but during the coiling procedure, the approach was changed to trans-cell with no further details available regarding this. All labeling instructions were followed for implanting the enterprise stent; the enterprise delivery system did not get caught on the stent. No additional procedures or treatment are scheduled due to the event. No further information was available. No action was taken. The outcome of the event as of three days later was "ongoing and unchanged". According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable. The patient had a medical history of cervical spondylosis. The unruptured saccular aneurysm neck was 13.4mm, and the neck to sac ratio was 13.4mm:14.7mm. The parent vessel size diameter proximal was 4.2mm and distally was 3.6mm. The recommended parent vessel upper limit diameter for placement of the enterprise vrd as outlined in the IFU is 4.0mm. The (B)(6) score was 0 pre-procedure, peri-procedure and three months post procedure. A total of 10 coils were implanted with a post procedure aneurysm occlusion rate of 90%. The device remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Device interaction and vessel characteristics including implantation of the enterprise vrd in a vessel with a diameter greater than recommended in the IFU is a factor that may have contributed to the stent movement during manipulation of the microcatheter. With review of the available information there are no identified device performance or manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The unruptured saccular aneurysm neck was 13.4mm, and the neck to sac ratio was 13.4mm:14.7mm. The parent vessel size diameter proximal was 4.2mm and distally was 3.6mm. The occlusion rate of aneurysm was 90% after the procedure. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011 ~, clopidogrel sulfate 75mg/day: (B)(6) 2011 ~2011, 50mg/day: (B)(6) 2011 ~(B)(6) 2011, 25mg/day: (B)(6) 2011 ~ (B)(6) 2011. Argatroban hydrate 60mg/day: (B)(6) 2011 ~ (B)(6) 2011, and heparin 5000u was administered intra-procedurally. Prior to implanting the vrd, lancher 7fr guide catheter (medtronic), prowler plus microcatheter (606-s255x/lot# unk), chikai/asahi intecc were utilized. Other devices utilized during the procedure were, two excelsior sl10 microcatheter (stryker), chikai/asahi intecc, two orbit coils (637mf0407/lot# unk), two orbit coils (637mc0306/lot# unk), two orbit coils (637mf0202/lot# unk), two orbit coils (637mf2545/lot# unk), and two orbit coils (638cf0824/lot# unk). The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.